Manufacturer narrative:
Device explanted on an unknown date. Journal article: 'complications and strategies for revision surgery in total disc replacement - orthopedic clinics of north america 36 (2005) 389-395 - rudolf bertagnoli, m.d.; jack zigler, m.d.; armin karg, msc; sandra voight, msc. Synthes is unable to determine manufacturing site or manufacturing date without a part number/lot number. Synthes is unable to determine 510(k) # without a part number or lot number. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no part numbers/lot numbers were provided.

Event description:
Synthes became aware of the following information after journal review: a (B)(6) female was implanted with prodisc-l at l5-s1. Three months postoperatively, patient fell on buttocks, causing an impaction fracture of the upper endplate into the l5 vertebral body. Postoperative radiographs showed subsidence. Conservative treatment for three more months could not reduce the level of persistent increased low back pain. Six months after implantation, revision surgery with implant removal and anterior cage and plate fixation was performed. After surgery, low back pain was completely resolved.